Manufacturer narrative:
B3: date of event is estimated. Unit came in for service needed. The complaint was confirmed with data log. The data log shows o2 low that caused by contaminated zeolite absorbed too much moisture and feed waste valve stuck due to debris inside. Damage mount plate due to compressor vibration. Control panel broken due to overtightening canula barb.

Event description:
It was reported that the patient's device kept turning off by itself while driving, leading to the patient experiencing shortness of breath and lowered oxygen concentration. As a result, the patient drove to ER where they were admitted for a couple of hours. During the ER visit, troubleshooting was performed by connecting and reconnecting the battery, which helped the issue. Patient has since been released from the ER and received their replacement device.